Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The product ip-5039 is a part of the product part number 382-30 (concha column shelfpak, ped par) manufactured by ah and reported in this complaint. The lot number provided for this complaint (74c14) does not correspond to the product reported by the customer; it is not a valid lot number at teleflex (B)(4). No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. Customer complaint cannot be confirmed due the lack of sample. If defective sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges an occlusion of one of the tubes connecting the column to the water bottle. No patient injury or consequence.